Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received results of 112 mg/dl and 36 mg/dl within 3 minutes on the compact plus system. He experienced hypoglycemic symptoms of shaking, sweating, and blurry vision, and he was capable of self- treatment. No adverse event reported. Requested return of suspect device.